Manufacturer narrative:
Concomitant medical products: rapid transit 021¿ and connecting cable (ccb00015700/ c21447). (B)(4). Conclusion: the device was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for the distal tip of the device positioning unit (dpu). The connecting cable (c21447) passed electrical and functional testing and did not contribute to this complaint event. As viewed through the returned packaging, it is confirmed that the coil was not returned. Unreported damage of kinks were located at the distal tip of the strain relief and 132.0 centimeters off the proximal end. There were memory retained bends on the distal section of the dpu. The detachment fiber partially melted and extended past the resistive heating coil¿s socket ring. The device positioning unit (dpu) passed electrical testing with resistance at 52.4 ohms (range 48.5/56.0) and the enpower (ID#f79684 and cable ID#c10702) systems ready green light illuminated. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil requiring multiple detachments was confirmed. The complaint of the enpower control cable not functioning was not confirmed. The dpu passed electrical testing; however the detachment fiber was found to have partially melted, and was found to be extending past the distal tip of the dpu. While the exact root cause cannot be determined, the most likely contributing factor to the coils detachment difficulty may have been the selection of an 18 series rapid transit microcatheter that was used with a 10 series micrusphere system (sph10070020/ f72277). This may have produced resistance and/or stress on the articulating junction between the coil and the distal tip of the dpu causing a possible loss of detachment fiber tension. This loss of fiber tension may have also caused the detachment fiber to lose direct contact on one side of the heating surface where the fiber failed to melt. This may have resulted in the partial melting of the detachment fiber that is now extending past the distal tip of the dpu. This may have caused the partially melted fiber to adhere to either the coil¿s socket ring or the stretch resistance suture which temporarily captured the coil. Additional detachment cycles were required to detach the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm).¿ the inner lumen of the raid transit microcatheter is 0.021¿. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of an 8mm anterior communicating artery aneurysm, a 7mm micrusphere coil (sph10070020/ f72277) failed to detach with the first connecting cable (ccb00015700/ c21447), and it finally detached with a second connecting cable. A 28mm enterprise no tip stent was deployed across the aneurysm and a rapid transit microcatheter was jailed in the aneurysm with the stent. A 9mm micrusphere coil was advanced into the aneurysm, but was too large for the aneurysm, and coil was removed without incident. A 8mm micrusphere coil was advanced and deployed into aneurysm and detached. The 7mm micrusphere complaint coil was advanced into the microcatheter. After advancing and repositioning the coil, an attempt to detach the coil was unsuccessful. It was realigned eight times, and still would not detach. The cable was replaced with a new cable (ccb00015700/ p10733), and after several additional detachment attempts, the coil finally detached. There had been no resistance between the coil and microcatheter, and a continuous flush had been maintained through the microcatheter. All connections had fit properly without need for excessive force, and all devices appeared normal prior to use. A pre-deployment electrical check had been performed prior to use of the complaint coil. A fault light had not been seen. Upon pressing the power button, all lights illuminated, and during the detachment cycle, the detachment light illuminated and the audible signal beeped. The procedure was completed with use of a competitor's coil. The same enpower detachment control box (lot f79655) was used throughout the procedure. There was no death, serious injury or clinically significant delay in the procedure, and the patient was "fine" after the procedure. It was reported that the dpu, microcatheter, and first connecting cable will be returned for analysis.